Event description:
It was reported that the spacer was cracked during an anterior cervical decompression and fusion (acdf) spinal procedure at implant levels c6-7. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.